Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator on is not delivering the prescribed volume to the patient on volume control as per settings. The variance was reported to be over 50 ml. There was no reported patient harm or injury.